Event description:
A site in (B)(6) reported that the laser system was firing as soon as it was turned on. There were no reported injuries.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2014. There have been no clinical complaints from the user site or regarding this specific serial number since that date. The product device history record and service history were reviewed with no conclusions made. A candela field service engineer evaluated the system and noted that the wheel on the laser system was on top of the footswitch cable, which would not allow air to escape, causing the laser to fire. The user site was advised to keep the footswitch cable away from the laser wheels.